Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to the lead helix breaking off. The lead was not used for implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically fractured due to pulling/ stretching/overstress. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the distal conductor distorted within is-1 connector pin and the helix was broken with the broken part not returned. Partial helix from the drive shaft at the weld looks fine. It leads to conclude that the helix was broken due to pulled/ stretched/ overstress during the implant.